Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information was requested. If it becomes available, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that, "the patient stepped on something that caused an infection which radiated to his knee so his knee replacement was revised. The surgeon irrigated the area, added antibiotics as well as a tube/drain for future antibiotics."